Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿8.5f bi-directional guiding sheath ¿ medium. The patient suffered cardiac tamponade requiring surgical intervention and prolonged hospitalization. It was reported that during an afib case, a pericardial effusion was noticed. They reported that after going transseptal, they were using the soundstar catheter and found the pericardial effusion. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and 2000ml of fluid was removed. The patient was transported to another hospital that has cardiac surgery. The patient was reported to be in stable condition. The physician did not mention what they thought caused the pericardial effusion. It was also reported that during the pericardiocentesis, the body surface cable was damaged. They stated they do not know if the cable was caught in something but lead v1 completely separated from the cable. Replacement cable was requested. (Cw540710f - bs cables set,2m trunk + leads. Software version confirmed 7.2.40.250). The adverse event occurred on (B)(6) 2023. It was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event was that it was procedure related. Intervention provided was pericardiocentesis, transfer to (B)(6) surgical center, pericardial window and repair of perforation at the left atrial appendage. Outcome of the adverse event was reported as worsened. The patient was intubated in ICU and suspected prognosis is death. Patient required extended hospitalization because of the adverse event. Generator was not used yet. Transseptal puncture was performed with a versacross pigtail wire used through the vizigo¿ sheath. No ablation was performed. No evidence of steam pop. The event occurred during the transseptal phase. They were not able to get the lot number of the vizigo¿ as the product had been discarded.